Manufacturer narrative:
The field svc rep found the valve 1 was not fully closing. When the valve was evaluated, it was found to have some scale built up inside. He replaced the valve for cool down improvement. The sys is operating as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the tcm was not cooling properly while in the maintain mode. This issue was identified when the unit was being cleaned by the biomed dept. No pt injury was reported.